Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm multiple times during drain 1 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak was traced to cycler set cassette. Fluid was discovered on its exterior. The film on the back of the cycler set cassette was not loose. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested however a response was not received. It was not stated in the initial reporting that the patient developed any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patients was not returned for physical evaluation by the manufacturer.